Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components and no anomalies were noted. Functional testing was performed; a leak was observed coming out from the filter vent. Further visual inspection of the filter vent under a microscope showed no obvious damages or issues. The cause of the leaking was a damaged filter vent membrane; the cause of the damage is unknown.

Event description:
The customer reported leaking from the filter during an infusion of tpn and lipids through a PICC line. Fluid could be seen leaking from the ¿dot¿ on the back of the filter. The set had been in use for about 7-8 hours. No harm to the patient was noted. No additional patient or event details were provided by the customer.